Event description:
It was reported that the patient experienced an episode of ventricular arrhythmia. Atp (anti-tachycardia pacing) therapy was delivered, which accelerated the rhythm into the vf (ventricular fibrillation) zone, whereupon the patient received a shock. The device was explanted and replaced several weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2002. (B)(4). Evaluation summary: the device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.